Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose levels dropping down to 38 mg/dl while wearing the pod longer than 48 hours on the leg. The patient was unresponsive and the paramedics were called. The patient was then taken the hospital, no additional information was provided. The pod was discarded.